Event description:
Small bowel obstruction, small bowel matted together, inflammatory reaction of the small bowel. Information was received from a physician in 2006 concerning a patient with a past surgical history of an unspecified operation to correct a previous bowel obstruction, who in 2006 underwent removal of a right ovarian mass and lysis of adhesion. One sheet of seprafilm was placed between the retroperitoneum and the small bowel, and two sheets were placed between the small bowel and the entry abdominal wall. During the surgery, saline was the only fluid used for intraperitoneal irrigation, gloves were non-powdered, no products were left behind in the abdominal cavity, and sutures were silk. The reporting physician thought that the patient had no known allergies, but he was not completely sure. Three to four days post-operation, the patient developed nausea and vomiting and was unable to keep anything down. A white blood cell count was elevated at 16,000 mm3. 6 days later, a computed tomography scan showed a transition point small bowel obstruction. That same day, the patient underwent a re-operation to repair the obstruction. At re-operation, the physician discovered that the patient was experiencing an "inflammatory reaction of the small bowel" in the area of seprafilm placement. The bowel was noted to be inflamed and "matted together," which was causing her obstruction. No further details regarding the surgery or patient outcome were provided. The reporting physician felt that the events were "between highly probably and definite" related to the use of seprafilm.